Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, a thing something like thin vinyl was attached to the back of the lens when it observed through a microscope during irrigation and aspiration. The surgeon thought that there was a scratch on the lens, but the material was removed by irrigation and aspiration tip. The procedure was completed with no issue.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Photo provided showing implanted intraocular lens on a monitor screen. There appears to be a white fibre like line in the centre of the intraocular lens. The manufacturer internal reference number is: (B)(4).